Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a xen®45 gts event described as "slider was stuck." There was no patient contact. Surgery was completed with second xen®45 gts device.